Event description:
It was reported that the patient received shocks. The right ventricular lead was oversensing, had high impedance, had triggered a care alert, and was suspected to be fractured. During the explant procedure, the lead insulation was slit while trying to maintain access; however, due to occlusion, a new lead was attempted but could not be implanted due to "difficulties". Approximately one week later, a new device and lead were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A voluntary medwatch form 3500 was received. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was distorted, there were several conductors with blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay was melted and had environmental stress cracking, the exposed defibrillator coil had a white substance, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism sleevehead, and there was tissue on the helix. The analyst also noted that the lead appeared to have been implanted with a bend in it at the fracture site. Performance data collected from the device and have been analyzed. One impedance patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 21:00:08. Daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance = 532 to 4047 ohms range between (B)(6) 2011. Oversensing occurred as 15 ventricular nst <=170 ms occurred on (B)(6) 2011. Interference/noise ventricular short interval count v-sic=26.2 counts avg/day, in 4.77 days, between (B)(6) 2011. One lead integrity alert triggered a patient alert for lead failure predictor on (B)(6) 2011.